Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 400mg/dl, treated with manual injection. The customer's current blood glucose was 338mg/dl. Customer stated they have had a no delivery alarm. The insulin pump passed high pressure test.